Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted and successfully replaced due to device found in safety mode. No additional patient adverse effects were reported.